Event description:
The implant box had the correct size implant noted on the exterior packaging, however, the stickers on the interior package were incorrect (232mm instead of 121mm which was the accurate size). The lot number was incorrect (56730164 is correct, 56730158 is incorrect). Zimmer vendor representative assigned to the case verified that this was the only one available on-site in this size.